Event description:
Dealer states: "new set of leg rests t94he lot #jm110528 that has a broken weld on the push tab"

Manufacturer narrative:
(B)(6) - no RMA has been initiated for this issue. Model t94he, serial number/date code (B)(4) is approximately 1 year old. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.